Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/4 of their automated peritoneal dialysis therapy. Per the home patient, pt's cat bit a hole through the patient line tubing of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. Per the home patient, no patient injury or medical intervention was associated with this incident.